Event description:
Customer reported the insulin pump was malfunctioning and was having issues with the device alarming no delivery. Customer's blood glucose has been high, 400 mg/dl, and she has bloused a couple of time and it hasn't lowered. Customer sated the endocrinologist says there was no issues with her or being sick that is causing the issue. Customer stated the tubing was fine, boluses and checks blood glucose in an hour, which was the same. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.